Event description:
During transport, dc power was lost. Of the four clips on the two batteries, three clips wre found to be disconnected. Rptr found that the clips' opening had widened and loosened. Rptr checked two other incubators and found that all the clips on one were very loose and offered no resistance to removal. Rptr believes that the clips used may be inadequate.